Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and developed a hematoma. A the patient then had a device check and was told that the battery was low. The patient is wondering if that is what caused them to fall and noted that they are still sore. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.